Event description:
A nurse reported the infusion cannula slid over the trocar canula during surgery. They appeared to be stuck together and the whole assembly came out of the eye. Another pack was opened and the surgery was completed with no injury to the patient.

Manufacturer narrative:
The infusion irrigation line has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).